Manufacturer narrative:
On (B)(6) 2024, angelni provided additional information to bridges consumer healthcare. Angelini received the information on (B)(6) 2024. The verbatim is as follows: the consumer reports that he went to use a wrap and opened the package. He noted the individual heat wrap patches were cut open and the black material inside were leaking out. The wraps were cut through the top pocket of the material which made it unusable. The heat wraps were not used, and no symptoms were experienced. The site completed an investigation for this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records and production controls met the product release criteria. The root cause of the heat cell damaged/leaking was determine to be machine (root cause class), failure/malfunction (root cause sub-class). It is most probable that a momentary issue occurred with the die infeed conveyor slipping/stalling. This subsequently impacted the flow of the web into the die cutter resulting in the die cutter cutting the cells. Per (B)(4)- hazard analysis risk control measures for cut cells include in-process quality inspections and thermal testing. Labeling is also listed as a risk control measure as there are specific product use instructions on the product packaging stating "do not use if the heat cell contents leak and/or wrap is damaged or torn". Existing action has been created to evaluate an engineered solution for detecting cut cells post die for b line products. This is not an adverse event as the consumer did not use the wraps.

Manufacturer narrative:
The root cause cannot be identified. The site investigated this complaint by reviewing the device history records and manufacturing controls. The review of the device history records, batch thermal records, and production controls all met the product release criteria. There are pre-identified risk factors that could cause heat cell contents to leak from a heat cell listed in the hazard analysis (rpt-000097160). There are material and product defect risks identified and mitigated to reduce the risk of these defects. In addition there are multiple risks that are outside the control of the manufacturing site. These risks include things like user damages the heat cells when opening the pouch (e.g. Using scissors). The warning labels on the products instruct users not to use the product "if heat cell contents leak and/or wrap is damaged or torn. This is a complaint for heat cell leakage. A risk calculation cannot be determined without the evaluation of the alleged defective product.

Event description:
On 20-aug-2024, a spontaneous report from the united states was received from a consumer via email regarding a male consumer. On 19-aug-2024, the consumer purchased a box of the thermacare lower back and hip l/xl 2+1 bonus. The consumer went to use a wrap and opened the package. He noted the individual heat wrap patches were cut open and the black material inside were leaking out. The wraps were cut through the top pocket of the material which made it unusable. He went through the entire box and noted all of the heat wraps were cut open the same way at the top part of the pocket material. The heat wraps were not used, and no adverse events were experienced.